Manufacturer narrative:
Batch review performed on 10 october 2019: lot 1901466: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 10 october 2019: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 36 size l + 4 (k112115) lot. 1811842. Lot 1811842: (B)(4) items manufactured and released on 08-apr-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the liner and the head almost 2 months after primary. The surgery was completed successfully.